Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had abdominal pain followed by yellow purulent drainage at the driveline exit site. Culture was positive for pseudomonas. The patient was admitted on (B)(6) 2017 for initiation of af antibiotic therapy and assessment of the extent of infection. The center reportedly thought the infection was likely incurable and reviewed the patient¿s transplant candidacy. It was determined that patient was not a transplant candidate due to high pulmonary risk, and was not a candidate for lvad replacement either. Unspecified antibiotics were continued for 6 weeks. The patient was to be treated with IV antibiotics and monitored.

Manufacturer narrative:
A specific cause for the reported driveline infection could not be determined through this evaluation. The patient remains ongoing on the left ventricular assist system (lvas) and no additional events have been reported at this time. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.